Event description:
Allegedly, 2 weeks post superpath microport hip replacement, the surgery hip/leg is longer than the other leg, limp due to the leg discrepancy.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, 2 weeks post superpath microport hip replacement, the surgery hip/leg is longer than the other leg, limp due to the leg discrepancy.